Manufacturer narrative:
The insulin pump alarmed open book critical pump error after battery installation. The critical pump error was generated by the main arm communication error alarm per boot loader traces; the problem was isolated to printed circuit board assembly. The motor was tested outside the device and passed. Unable to perform functional testing including self-test, rewind, prime seating, basic occlusion, occlusion, force sensor, displacement tests or verify missing segments due to critical pump error. The insulin pump was received with cracked case on the back at the battery tube area and minor scratched lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a pump error alarm. It was also reported that buttons were not responding and display screen went blank. Customer's blood glucose was 7.0 mmol/l. Insulin pump would need to be replaced.